Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 53-year-old male patient with a pulmonary embolism and dvt. There was no additional patient information available. Results: heparin dose: 176 sec, 4000 unit/ml. 145 sec, >1000 sec, 222 sec, test/heparin times date: customer inquires why would the result go from 176 secs on baseline to 145 seconds after a 4000unit bolus of heparin. The result was proceeded by a result of >1000 but the customer did not question the result of >1000. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 08-jul-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.